Event description:
It was reported that stent damage occurred. The 90% stenosed, 30-35mm x 3.0-3.5mm with an atherosclerotic plaque target lesion was located in left circumflex artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. When the device was advanced into middle and distal right coronary artery, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 30-35mm x 3.0-3.5mm with an atherosclerotic plaque target lesion was located in left circumflex artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. When the device was advanced into middle and distal right coronary artery, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the break occurred during the cleaning up after the procedure.

Manufacturer narrative:
B5. Describe event or problem- updated. Device evaluated by MFR.: the synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis without the manifold. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 3 cm proximal to the end of the strain relief and the manifold was not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.